Event description:
The manufacturer's rep. Reported that the pump was explanted due to motor stall after a 12 month implant duration. No symptoms were reported relative to the motor stall. A similar device was implanted during the surgery. A follow-up report will be sent if additional information becomes available.